Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an untreated episode due to p-wave oversensing. The s-ICD was later explanted due to an infection. No additional adverse patient effects were reported.